Event description:
Adverse event (ae): myocardial infarction. Time of ae: post procedure. Device issue: none. It was reported that the evening post successful stent implantation in the right common and internal carotid artery, the pt experienced a myocardial infarction prolonging hospitalization. Nitroglycerin was administered and the pt was discharged home two days later. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Myocardial infarction (mi) may occur during this type of procedure and as listed in the xact instructions for use. Mi is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available info, a definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.